Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction occurred. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.